Event description:
The customer stated that a positive axsym toxo igg result of 76.5 iu/ml was generated on a patient sample that retested negative at 0.0 iu/ml. The patient previously tested negative. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation was conduct to find out the root cause for the false positive axsym toxo igg results. It was found that the axsym system operation manual contains adequate information on the probable causes and corrective actions for discrepant results. The probable causes include fibrin, red blood cells or particulate matter present in the sample and incorrect positioning of the sample probe besides a dirty or damaged probe. The toxo igg package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert sample collection and preparation for analysis section mentioned that samples containing fibrin, particulate matter or red blood cells may give inconsistent or erroneous results and must be centrifuged at 10,000 x g for 10 minutes prior to testing. The most probable cause of this issue was the use of a malfunctioned sampling probe. The sample results may also have been affected by the low centrifugation speed used by the customer. The (B)(6) 2009 tracking and trending review for the corrective and preventive actions and the business metrics review for the axsym analyzer did not identify any adverse trends due to generating inconsistent results of toxo igg assay . The current rates for axsym erratic occurrence/million tests and complaints/million tests are within expected action limits. List number 09a59-01 related to this issue. The corrective and preventive actions listed in the operation manual include inspecting samples for fibrin, hemolysis and particulate matters, performing a probe calibration, cleaning and replacing the probe in addition to centrifuging the specimen at the appropriate speed. Based on the available information and this investigation, it was determined that no deficiency was identified for the axsym probe. This is a final report.